Event description:
It was reported that, before use, it was confirmed the non-woven part of the dressing was creased and the adhesive on that part was weak. The procedure was completed without delay using a smith & nephew back-up device. No other complications were reported.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. The device intended to be used in treatment has been returned and evaluated establishing a relationship with the reported event. The visual inspection confirmed the non-woven part of the dressing was creased and the adhesive on that part was weak. A non-woven raw material quality issue has been identified as the root cause. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.